Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, batch/ lot number: 1000313711, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the original implant was done by another surgeon , the implant became infected in (B)(6) 2019, therefore it was removed. A new implant was placed on (B)(6) 2020. A full recovery is expected to the patient.